Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint is opened to address a type 1a endoleak, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2024, the 71-year-old female patient was emergently treated for ruptured (contained) fusiform thoracic aortic aneurysm with placement of a zta-pt-42-38-225, starting at zone 2. Maximum diseased aortic diameter was 94 mm. The patient was hemodynamically stable prior to the procedure. Location of graft material of proximal edge of the most proximal component was zone 2 - left common carotid (lcc) to left subclavian artery. Length of proximal sealing zone was 24 mm. The procedure also included unplanned ¿thoracic drainage placement right and left, laparotomy upper abdomen, resuscitation.¿ procedure imaging revealed patent study device, no endoleaks, and no device issues. Based on the information provided, the patient was hemodynamically unstable post-procedure, and a subsequent computed tomography (CT) revealed a type ia endoleak which was treated with endovascular placement of a proximal tapered component. During the secondary intervention, the patient experienced cardiac arrest, which was treated with resuscitation, and led to death. The event was noted as not related to the study device, related to the treated aortic disease and the study procedure, with additional comment ¿endoleak in postoperative cta and hemodynamic instability ¿ cardiac arrest during the secondary intervention.¿ patient medical history includes atrial fibrillation, fibromyalgia, stroke, paraparesis, venous or arterial thrombosis, and hypertension. Cause of death is noted as ¿circulatory insufficiency due to ruptured thoracic aneurysm. Patient was admitted with ruptured thoracic aneurysm. After tevar he was unstable. Cta still showed thoracic bleeding. Under resuscitation a 2nd tevar was performed but unsuccessful resuscitation¿ death noted to be related to pre-existing condition prior to procedure. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. It is noted that the patient was treated for a contained rupture, according to the instruction for use, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patients with leaking, pending rupture or ruptured aneurysm. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. As the complaint involves patient death a clinical assessment is performed by medical advisor and this states ¿aortic rupture is a well-known adverse event and often fatal despite urgent intervention.¿ a cause could not be determined from the investigation. It is unknown why the type 1a endoleak occurred, the proximal seal zone was reported as 24 mm during the procedure. It is reported that the patient was treated for a contained rupture, it is unknown whether this contributed to the endoleak. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study ((B)(4): zenith alpha thoracic post market retrospective study): a type ia endoleak was noted post-procedure and the patient died during the secondary intervention. On (B)(6) 2024, the 71-year-old female patient was emergently treated for ruptured (contained) fusiform thoracic aortic aneurysm with placement of a zta-pt-42-38-225, starting at zone 2. The patient was hemodynamically stable prior to the procedure. The procedure also included unplanned ¿thoracic drainage placement right and left, laparotomy upper abdomen, resuscitation.¿ procedure imaging revealed patent study device, no endoleaks, and no device issues. Based on the information provided, the patient was hemodynamically unstable post-procedure, and a subsequent CT revealed a type ia endoleak which was treated with endovascular placement of a proximal tapered component (si1). During the secondary intervention, the patient experienced cardiac arrest, which was treated with resuscitation, and led to death. The event was noted as not related to the study device, related to the treated aortic disease and the study procedure, with additional comment ¿endoleak in postoperative cta & hemodynamic instability - cardiac arrest during the secondary intervention.¿ patient outcome: on (B)(6) 2024, the patient died. The cause of death is noted as ¿circulatory insufficiency due to ruptured thoracic aneurysm.¿ description of circumstances surrounding the death is ¿patient was admitted with ruptured thoracic aneurysm. After tevar he was unstable. Cta still showed thoracic bleeding. Under resuscitation a 2nd tevar was performed but unsuccessful resuscitation.¿ the site noted the death as related to the treated aortic disease and preexisting condition prior to procedure.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.